Manufacturer narrative:
The device has been received but additional time is required to complete the investigation. A supplemental shall be submitted upon closure of the investigation.

Event description:
It was reported that the unit was originally in on aha update. A secondary finding was that the status indicator showed "do not use" even with known good battery.